Manufacturer narrative:
Retainer ring=black. On 12/07/2021 customer called in with the following concern: patient called in to report an open book image error. Device power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Proceed it with the following testing to assure proper functionality of the unit. Device alarmed constant pump error 38 during rewind. The adapt tool reveals that on 12/07/2021 pump error 4 was recorded. Per r&d investigation pump error 4 due to known ambient sensor failure. File=32122 line=2727, variable info=00 problem isolated to electronic assembly. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection it was determine that the ingress of water corroded electronic assemblies causing electrical short. In conclusion, customer allegations are not confirmed. Device powered up properly after battery installation. However, during download review pump error 4 alarm was recorded due to ambient sensor failure. Corroded of the electronic assemblies were also noted causing electrical short. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book image alarm. No other error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.